Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Device could not be interrogated. Eos is a possibility. Patient is deactivated on home monitoring. Device remains implanted at this time. Should additional information be received, this file will be updated.

Manufacturer narrative:
Device was explanted (B)(6) 2024. The device was inspected upon receipt. Interrogation of the device was successfully conducted, revealing mos2 battery status, 40 charging cycles were recorded in the devices memory. No indication of device malfunction was detected during the memory content analysis. The ICD was successfully interrogated with a biotronik programmer. The telemetry of the device was tested with different distances between programmer head and the ICD. The device interrogation could be performed properly, also for distances up to 6 cm. During the analysis, the icds telemetry functioned as specified and the reported interrogation issue could not be reproduced. The manufacturing process for this device was reviewed and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process which may be related to the clinical observation. Particularly the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any indication of a device malfunction or manufacturing problem that could have caused the reported interrogation issue.